Event description:
Philips received a complaint from the customer on the v60 indicating that there was a battery failure. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended a replacement of the battery. Repair is currently pending.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
A field service engineer (fse) went onsite and confirmed the reported issue. The fse charged the battery to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.